Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device failed while in patient use. There was no reported patient harm as a result of device failure. Patient information has been requested.

Manufacturer narrative:
The fse was unable to replicate the reported issue, but an error message 4010 (air valve stuck closed) was produced. The air flow sensor was replaced and the device passed pm testing. No patient information was provided by the customer and there will be no part(s) returned for investigation.